Event description:
Complainant alleged that while attempting to pace a pt (age & gender unk) the device intermittently had no display. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.